Event description:
Consumer called to report necessity of calling emergency medical services due to inaccurate readings form their pt meter. Readings were "80 something", but they were shaking, diaphoretic and unable to speak. Tested with another meter that read 42. Analysis run on clark error grid competitive reading (42) as ref. Point vs. Bd readings (84,92) yielded data points in the d range of the grid. Outside acceptable limits.